Event description:
It was reported that the variable screws of a cervical construct were found to be broken during a revision surgery approximately 7 years after the original procedure. The patient did not provide information related to the surgery or whether fusion occurred. No further information could be obtained.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.